Event description:
The parent reported that their child was able to elope from the bed by separating the zipper of the safety sheet. Per the parent, the zipper head (slider) broke off the safety sheet zipper and the child was able to separate the zipper and elope from underneath the bed. The child then escaped out of her room and fell down the stairs. There was a report of minor injury (bruise) as a result of the event, and no medical intervention was required.

Manufacturer narrative:
Sensory medical followed up on (B)(6) (text message, phone call, and email), (B)(6) 2025. The parent confirmed the safety sheet locks were being used. The parent confirmed she did not observe any damage to the zipper teeth. The parent installed another safety sheet and confirmed that sheet was working as intended. 240201m01 is the lot for the safety sheet. Review of manufacturing records confirmed all in process and final inspections passed. Photos were provided to sensory medical which confirmed that the zipper head had come off the safety sheet. The damaged sheet was not returned for examination by sensory medical. Sensory medical is unable to determine the root cause of the damaged safety sheet zipper with the information provided by the parent. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was a report of minor injury as a result of the event.